Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient's blood glucose elevated to 190mg/dl. The infusion set was in use for one and half days. The patient replaced infusion set and resumed insulin successfully. No further information available